Event description:
Sales rep reported the bag arm broke. There was no report of patient involvement. Investigation/conclusion: the vendor determined that during manufacture of the part, the operator may have sprayed on a substance (vd thinner) that reacts with the molded material to crack it to aid in removal of the part. It was determined, however, that the overspray may have left some residue on the tool and that this residue was enough to cause failure in the next few molded pieces. The root cause of the problem has been identified and all parts related to the suspect lot have been removed from inventory and scrapped.